Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while attempting to prime. The customer explained that she had gone through three infusion sets. The customer's blood glucose was 124 mg/dl. The customer confirmed that the issue resulted in a serious injury or hospitalization. While troubleshooting, the customer stated that insulin did not exit during the manual plunger push. The customer stated that she had also gone through three reservoirs, but the issue had persisted. The customer assembled a new reservoir with the same infusion set during troubleshooting. Afterwards, the customer verified that insulin exited the tubing. The customer did not receive the no delivery alarm again during the manual prime. The customer was advised changing the reservoir resolved the issue. The customer was advised that replacement supplies would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusion was noted. Fluid flowed through the tubing, and out the catheter tip

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.